Event description:
It was reported when using the pyxis medstation es system, a malfunction has occurred with the tower door, resulting in a continuous clicking sound. The customer reported that the malfunction leading to a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latches were not properly secured. The field service engineer ran diagnostics, resecured the latches, and successfully resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.